Event description:
Complainant alleged that while attempting to defibrillate a (B)(6) male patient during a code, the plastic packaging over the CPR-d pad, would not release from pad. Complainant indicated that the clinician obtained another set of CPR-d pads to continue treating the patient. Complainant indicated that the patient subsequently expired. However it was not a result of the reported malfunction.

Manufacturer narrative:
Zoll medical corp. Has received the product and will be providing a follow-up report when our investigation is completed.